Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system upgrade procedure, the patient developed pericardial effusion and tamponade when the physician attempted to extract the right ventricular lead. Pericardiocentesis was performed and the patient was intubated. The lead was capped and replaced. The patient was stable post procedure.